Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead was damaged during a non device related surgery. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted device will not be returned per hospital policy.